Event description:
The customer reported that their blood glucose level was displayed as "high" on their continuous glucose monitor, with the specific value being unknown. There was no adverse impact to the customer's blood glucose level noted beyond this reading. The customer addressed the high blood glucose by administering a correction bolus via their pump, and a supplies/system check was performed with guidance from technical support. The issue was identified as user error during the load process, and the customer was educated on ensuring gaps and air bubbles are removed from the cartridge and tubing during the fill process. The customer resumed insulin delivery following this guidance.